Event description:
It was reported that the lead exhibited loss of capture with an output of 4.5 v at 0.58 ms in the unipolar configuration. The lead was implanted in 2008, and had an impedance of 606 ohms. In the next day, impedance was 457 ohms. In the following day, impedance had decreased to 297 ohms.

Manufacturer narrative:
Na